Manufacturer narrative:
A remote service engineer (rse) spoke with the customer and was informed that the "internal battery of the v60 ventilator was exhausted." Onsite service by a field service engineer (fse) to replace the backup battery was requested and scheduled. An fse went to the customer site and found that there was no issue with the backup battery. The customer then informed the fse that the battery was good and had no issues, this was a preventative measure replacement. In a good faith effort (gfe) response sent to clarify the allegation, the fse provided that the customer informed the fse that they prefer to replace the battery every two years. It is concluded that there was no malfunction of the device, the battery was well within the advised 5-year replacement window, and that this event was only preventative maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer regarding a v60 ventilator, reporting that the device experienced an exhausted internal battery-related failure resulting in operational limitation. It was confirmed that no patient harm nor patient involvement was present at the time the issue was identified. The customer, with support from a remote service engineer (rse), evaluated the device and confirmed abnormal battery performance consistent with depletion. Service records indicate that the internal battery was reported as ¿battery internal exhausted¿, and no longer capable of sustaining normal device operation. The investigation is ongoing.